Event description:
A caller reported encountering a minimum fill notification while using their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pneumatic tap area and assisted in loading a new cartridge after the first attempt did not resolve the issue. Successfully loading a second cartridge allowed the caller to resume insulin delivery.